Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, the hospital purchased e-pen maintenance station in (B)(6) 2010 and had not taken device out of the box until (B)(6) 2011. When hospital tried to use the station all components worked except the power cord. The power cord did not generate any power.